Event description:
It was reported the unit burned. Visual inspection of the unit revealed that a segment of the heater wire had become loose and tangled, resulting in a small area of excessive heat. There was no evidence of an actual burn, however, the fabric foundation had deteriorated in a small area due to the excessive heat. We were unable to determine the cause of this report.